Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had received motor error twice and a failed battery test alert. The customer's blood glucose level was 285 mg/dl at the time. The customer reported that the insulin pump was beeping and the battery display was empty and a circle was showing. The customer was assisted in troubleshooting and it was reported that the customer was able to complete the insulin pump rewind. The customer performed self test and it was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.